Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing and an inappropriate shock. The system was therefore surgically abandoned and replaced with a transvenous system. No additional adverse patient effects were reported.